Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. The review of log file for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The ablation test was performed successfully and without problems, but it is not clearly visible on the picture of ablation test whether the visible step is between the two orientation lines. Log file shows eighteen successfully performed treatments. The reported treatment could be identified in the logfile. Log file shows that surgeon pressed the foot pedal twice and aborted the vacuum process after reaching a valid suction one value. Therefore, the vacuum process was repeated twice and the patient interface (pi) was docked three times. No relevant deviation between planned and performed energy is detectable for the reported treatment. Treatment for left eye was finished successfully without any issue. The thickness of the flap was thinner than the recommended flap thickness. The user operated surgery within the recommended energy settings. No technical root cause could be identified. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported an incomplete bed cut during flap creation on a patient¿s left eye. Once adhesions were broken and flap was lifted, reporter noted that the stromal bed surface was irregular and appeared to have an indentation in the stroma. Due to proximity to visual axis and irregular surface of the stromal bed, reporter decided to replace the flap and not proceed with the treatment on the excimer laser. The patient will be seen for follow up visit to determine to determine possible future treatment.